Event description:
It was reported, that the camera head did not display the picture. The issue was found during preparation for use for an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, a faulty cable most likely caused the failure. However, it is unknown what caused the cable to fail. A device history review revealed no issues that could have caused or contributed to the reported issue should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.